Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's final investigation. Correction to the g3 of the initial medwatch. The aware date should be 05nov2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): IFU states that detection method in duodenovideoscope, tjf-q170v, operation manual chapter 3 preparation and inspection. IFU states that preventive measure in duodenovideoscope, tjf-q170v, reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the forceps elevator. There were no reports of patient involvement.